Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: the delta p is drifting down during operation, sometimes has run 2 or 3 days then acted up twice. Checked calibration and found a major offset in the adjustment of the centering and it is not right. Oscillator sounds centered when off to the left on display. Checked ddi sensor - and it is mounted correctly. Due to the multiple failures, and the misadjustment now driver assembly required replacement. Additionally, the fs rep found bad cooling gas regulator, replaced cooling gas regulator - verified performance - passed all performance checks. The replaced driver assy 3-ohm was documented as received, failure analysis evaluation is not available.

Event description:
The customer reported the driver stopped while on a patient. At the time the piston would not center and when attempt to do so, the amplitude increased. There was no patient harm. The customer believes there was an audible alarm at the time. Customer requested field service to service unit.